Manufacturer narrative:
The device is not available for evaluation. The device history records were reviewed and there were no nonconformances believed to be related to the reported event. (B)(4). Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. Submitted to FDA on: 05/07/2016.

Event description:
The surgeon reports attempting to implant the istent several times, but suspects the stent may be malpositioned/lost in the eye because he did not actually see it being removed from the eye. The following event details were provided. The stent needed to be reacquired due to intraoperative malpositioning. Upon reacquiring and attempting to remove the stent from the eye, the stent was dropped in the eye and the surgeon attempted to reacquire the stent again without success due to poor visibility. The surgeon used irrigation and aspiration to try to remove the istent. After thorough I&a, the istent was not visible anywhere in the eye. It is not known whether the stent was removed from the eye with I&a or egressed out of the primary incision or whether it still remains in the eye. Under the microscope with a clear view, the istent was not visible inside the eye. The surgeon elected to close the eye as routine and finish the case. No second istent was implanted. Additional information has been requested.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Additional follow-up was requested and on 6/1/2016 the surgeon provided the following details. As confirmed by post-operative imaging, the istent was found in the inferior angle and did not result in any adverse impact to the patient. The patient will continued to be monitored.